Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with filling the tubing. Reportedly, the customer changed the tubing and saw insulin exit the tubing. The customer declined to provide additional information regarding the event. There was no reported impact to blood glucose.